Manufacturer narrative:
Result - one 10ml slip tip syringe without the blisterpack was received. The returned syringe was filled with normal saline. The syringe was visually examined and a crack along the side of the barrel was noted. Conclusion - the defect is confirmed based on the sample investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A sample is available for investigation but has not been received by the manufacturer. Upon completion of the investigation, a supplemental report will be filed. Awaiting samples.

Event description:
It was reported that when the nurse connected the device to the patient's dialysis central catheter, a large crack was noted up the side of the syringe. The nurse had already started to flush the saline that was drawn up into it when it was noticed. As the syringes sit on a non sterile surface for a short time prior to administration of the saline, and the process needs to be done as sterilely as possible, there was concern for contamination. The patient was given a dose of antibiotics and visually monitored for a short time after to ensure no air had also entered.